Event description:
A surgeon reported the system changing modes during a cataract procedure. The procedure was completed with the same equipment. The event resulted in a posterior capsular tear. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).